Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) was not known. The customer declined to address the bg levels experienced during the occlusion alarms. The contact reported that the customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusions and had reverted to manual injections for insulin therapy.